Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6), UDI: (B)(4).

Event description:
It was reported that patient had pain and discomfort and pain around the implant site. It was noted that patient was not able to get enough pain relief from the spinal cord stimulator device. The patient underwent a spinal cord stimulator (scs) device explant procedure where in all devices were removed.